Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) and right atrial (ra) lead. Additionally, increased capture threshold was observed on the rv lead. Provocative testing was performed, and the noise was reproduced on the ra channel. No intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The estimated implant year is 2008.

Event description:
Additional information was received that there is suspected lead damage.